Event description:
Joint pain, hips, legs and feet, contracture pain and burning, muscle pain, fatigue, chest pain diagnosed as costochondritis, burning on scalp, dry mouth and eyes (no tears), headaches/dizziness, sleep disturbances, stress/anxiety, coughing, diagnosed as having atypical connective tissue disease.